Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power connections at the cord cap were evaluated and repaired. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The coin battery on the gib pcb assembly was also replaced. The system was tested and found to be working as intended and returned to service.